Event description:
It was reported that this artificial urinary sphincter (aus) pump was mispositioned. A revision surgery was performed to reposition the component; however, during the intervention the existing pump was damaged; therefore, the component was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with malposition may have been due to a potential placement error at implant.